Event description:
Event description guidant received information that this implantable transvenous lead could not be placed on the septal wall, which was the best placement for the patient. In addition, the patient required CPR due to a hypoglycemic seizure. It is suspected that this caused a lead dislodgement.